Event description:
The event occurred in taiwan. It was initially reported that an error appeared on the rotaflow drive (rfd) and the closing assy was detected as damaged. It was noticed before use and no patient was involved. During the investigation of the rfd the "head error" was displayed. No harm to any person has been reported. Due to the reported ¿head error¿ which could lead to a pump stop during use a report is required. Complaint ID (B)(4).

Manufacturer narrative:
The event occurred in taiwan. It was initially reported that an error appeared on the rotaflow drive (rfd) and the closing assy was detected as damaged. It was noticed before use and no patient was involved. During the investigation of the rfd the "head error" was displayed. No harm to any person has been reported. Due to the reported ¿head error¿ which could lead to a pump stop during use a report is required. The rotaflow drive (rfd) with s/n 910117242 was sent back to manufacturer for repair. During the investigation by the getinge service department the damaged closing assy could be confirmed. Furthermore, the error message "head error" was displayed. Thus, the drive was sent to the supplier emtec for repair. On 2024-07-15 the supplier emtec was able to reproduce the reported failures "closing assy damaged" and "head error". The root cause for the "head error" could be determined as misuse of the device, which lead to a damage of the electronic parts. The defective parts were replaced by the supplier. After functional test at the getinge service department on 2024-07-26 the device was sent back to the user. The most probable root cause for the reported failure "head error" could be determined as: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The reported failure "closing assy broken" was already investigation in a previous complaint by the getinge life cycle engineering (lce) and was caused most probably by too excessive force, weakening due to aging (uv light (sun) or contact with chemicals). Based on these investigation results the reported failures "head error" and "closing assy broken" could be confirmed. The review of the non-conformities was performed on 2024-06-07 and during the period of 2019-04-26 to 2024-06-03 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive in question was produced on 2019-04-26. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.